Manufacturer narrative:
The customer reported the unit was displaying error 1000. The device was evaluated at philips, and the symptoms was verified. Replacing the power pca resolved the issue.

Event description:
The customer reported the unit was displaying error 1000.